Manufacturer narrative:
Results: investigation summary: one photo was received by bd canaan and evaluated. The sample from a reported batch #7030796 (p/n 309703) appears to have small excess ink spot on the barrel wall close to the roof. The ink spot appears to be less than level 3 in size, is outside the scale markings and is considered to be a cosmetic defect only ¿ an acceptable condition at bd canaan. DHR review for batch 7030796: all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7030796 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Bd canaan was able to confirm the customer's indicated failure. However, the defect is cosmetic and acceptable. No rejectable defects confirmed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A sample is not available for evaluation. Customer photos were submitted. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that a black spot was found on the barrel near the tip of a 5 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray prior to use. No report of injury or medical intervention.